Event description:
It was reported that this patient was seen in-clinic, and it was discovered the right ventricular (rv) lead exhibited an out-of-range impedance triggering a lead safety switch (lss) to unipolar several months ago. A lead conductor fracture was suspected. The unipolar lead measurements were within normal limits, but there was noise on the rv lead recording greater than 1000 tachy events with some inhibition of pacing observed. Imaging was performed and no fractures nor lead problems were visible. The patient is not dependent and had no symptoms or falls during this time. The physician elected to replace the lead, and a new lead was implanted successfully with no patient complications. This explanted lead will not return for analysis. Outside of the revision, no adverse patient effects were reported.